Event description:
Subsequent to the previously filed medwatch report, new information received as follows: no difficulty or resistance was felt during the removal of the protective sheath.

Event description:
It was reported that the procedure was to treat a lesion located in the narrow, proximal left anterior descending artery. There was no resistance reported during advancement of the 3.5x12 mm nc voyager balloon catheter to the lesion; however, the balloon would not fully inflate at the lesion. The nc voyager was retracted from the patient and it was confirmed with testing outside the anatomy that the balloon would not fully inflate; no leaks were noted. A new 3.5x12 mm nc voyager was used successfully to complete the case. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the reported difficulty with inflation. While a search of the lot history record indicated no related non-conformance records for this specific lot, based on a chemical analysis and an expanded related record review and investigation, a product issue potentially related to the balloon inflation issue was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.